Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial arrhythmia at device classified termination of events. The ra lead remains in use. No patient complications have been reported as a result of this event.